Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, inappropriate auto mode switch and noise reversion episodes were observed due to noise. Isometrics and pocket manipulation tests were recommended along with a lead replacement. No further information is available.